Event description:
It was reported that a patient was diagnosed with tinnitus after an mr t-spine exam received on (B) (6) 2010. The exam lasted for 30 minutes. According to the customer, ear plugs and headset were used on the patient during the exam. The patient reportedly received medical treatment; however, details on the type of treatment were not available.

Manufacturer narrative:
Ge healthcare initiated an investigation of the event.